Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text: see section h.10.

Event description:
It was reported that prior to use tubes are reading "clear" on preanalytical line with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter: ppt tube on the roche cobas 8100 preanalytical line is being recognized as the "clear" discard tube (which is used for urine).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use tubes are reading "clear" on preanalytical line with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter: ppt tube on the roche cobas 8100 preanalytical line is being recognized as the "clear" discard tube (which is used for urine).